Manufacturer narrative:
H2: the even description has been corrected to reflect accurate impact to the patient and procedure. Please see b5 for the correct event description. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that there were difficulties merging a CT and mr in "stealth merge." The mr appeared to be smaller as if the exam needed to be widened. The mid brain was aligning properly, but the posterior area was where there were inaccuracies of the merge. However, there was artifact in the mr and it appeared that there was compression. They were able to bring in an imaging system to continue with the case. This was reported before an electrode and probe placement procedure. There was a reported delay to the procedure of less than one hour. There was no reported impact to the patient. Additional information was received. It was reported that anesthesia had been administered to the patient when the issue occurred, but no incision had been made. The suspected cause of the issue is believed to be the MRI's scanning issue.

Manufacturer narrative:
H2: additional information was received regarding the event. See b5. Additional information was received regarding the initial reporter. See e1-e3. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that anesthesia had been administered to the patient when the issue occurred, but no incision had been made. The suspected cause of the issue is believed to be the MRI's scanning issue.

Manufacturer narrative:
Concomitant medical products: product ID: 9735585, software version #: 3.0.2. No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that there were difficulties merging a CT and mr in stealth merge. The mr appeared to be smaller as if the exam needed to be widened. The mid brain was aligning properly, but the posterior area was where there were inaccuracies of the merge. However, there was artifact in the mr and it appeared that there was compression. They were able to bring in an imaging system to continue with the case. This was reported before an electrode and probe placement procedure. There was a reported delay to the procedure of less than one hour. There was no reported impact to the procedure.

Manufacturer narrative:
H3) the software analysis reviewed the archives but they provided no additional insight regarding the cause of reported complaint. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.